Manufacturer narrative:
(B)(4)

Event description:
During a pulmonary vein isolation (pvi) procedure, a pericardial effusion occurred on the left side of the heart. While ablating on the left atrial free wall near the mitral annulus, a steam pop was felt. Upon removal of the catheter from the patient, a thoracic echocardiogram revealed an effusion on the left border of the heart. No intervention was necessary to treat the effusion. There were no consequences to the patient. There were no performance issues with the sjm device.

Manufacturer narrative:
(B)(4). Functional analysis of the returned device included, visual, electrical, temperature, irrigation and optical testing which all met sjm specifications. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk during use of this device.